Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was over 600 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection for the high blood glucose. The customer was assisted with troubleshooting. The device will not be returned for analysis.